Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the cartridge was leaking from unknown location. There was no adverse impact to customer's blood glucose. No additional information was provided.